Event description:
It was reported that there was a non match of wavelet on monitored ventricular tachycardias (vt) from the implantable cardioverter defibrillator (ICD) device. It was also reported that noise seen on the episode strips were likely cause by muscle activity on the far field vector. Device programming was done and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.